Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3214963. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: iag catheters having issues sticking when safety button is pressed. Use caution when clicking links or opening attachments. I have 4 boxes. I know of at least 6+ having done it so far. The needle does retract its just not immediately after you press the button; there is a slight delay. I have not pulled them yet as I was waiting to hear if this was a larger problem or just a fluke that there were several in the same box comments on (B)(6) 2023: 1. Please confirm the date of event: (B)(6) 2023. 2. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? I do not have any photos. 3. Did the event directly, or indirectly involve a patient or user? Concern is regarding potential for needlestick injury. 4. Did the event involve an urgent/life threatening medical situation? No. 5. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. No injury occurred. Due to malfunction with safety shield there was concern voiced about increased likelihood of needlestick.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: iag catheters having issues sticking when safety button is pressed. Use caution when clicking links or opening attachments. I have 4 boxes. I know of at least 6+ having done it so far. The needle does retract its just not immediately after you press the button; there is a slight delay. I have not pulled them yet as I was waiting to hear if this was a larger problem or just a fluke that there were several in the same box